Event description:
Report of 1 documented and 3 undocumented incidences of leaking at the t-connector clave port causing clotting of peripherally inserted central catheter lines. In the documented incident, the nurse noted that blood was backing up the tubing connected to the peripherally inserted central catheter line. The intravenous pump continued to infuse, and the bed linen was noted to be damp, causing the nurse to suspect that there was leaking around the clave port. By the time the bleedback was noticed, the peripherally inserted central catheter line had clotted off. The pt had previously had a peripherally inserted central catheter line removed for a trhush infection and had just had a peripherally inserted central catheter line inserted again three days before this incident. The peripherally inserted central catheter line was unable to be restarted, and a peripheral intravenous line was started to complete the pt's last three days of 14 days of amphotericin b ordered every 12 hrs. No pt harm reported. In the three undocumented cases, one peripherally inserted central catheter line was clotted off and was removed, the other two peripherally inserted central catheter lines were clotted off and were able to be declotted. No further info was available.